Event description:
While using the blue linear stapler 75 the stapler went off tract. This required more bowel to be taken and longer surgery time. The patient safety report stated bowel stapler did not work properly. The 75 linear stapler came off tract and was unable to staple bowel for anastomosis. This required an extra foot of bowel to be resected out. We may need to open abdomen to fix problem. At this time still continuing with surgical incision. Manufacturer response for linear cutter, ethicon endo surgery (per site reporter: the surgery staff member was off for a while and did not talk to the person who picked it up. She will be sending me follow up info when she gets it.